Event description:
The physician reported that the hole and fluid inside the tubing was in the outer tubing only.

Event description:
It was reported that a patient was undergoing generator replacement surgery when the surgeon identified a hole and fluid inside the lead tubing. It was not communicated whether the fluid was in the outer or inner tubing of the lead. The surgeon did not replace the lead as diagnostics showed that impedance was within normal limits. No further relevant information has been received to date.